Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on ami patient to begin therapy. During the procedure arterial pressure could not be taken through iab optical sensor. The therapy was discontinued. Surgery was conducted with pci. There was no injury or harm to the patient.

Manufacturer narrative:
10/06/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing approximately 56.1cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 48.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on ami patient to begin therapy. During the procedure arterial pressure could not be taken through iab optical sensor. The therapy was discontinued. Surgery was conducted with pci. There was no injury or harm to the patient.